Manufacturer narrative:
Device passed displacement, and self tests; it failed sleep current measurement, and active current measurement tests. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, both current measurements remained high. The high current measurements appear to be due to pcba1.

Event description:
The customer's mother reported via phone call that the insulin pump received low battery alert. Customer¿s blood glucose level was 115 mg/dl. Customer stated they received replaced battery alarm three times in week. Customer was calling after receiving new battery cap. Customer was advised to discontinue the use od insulin pump and revert to back up plan. The insulin pump will be returned for analysis.